Manufacturer narrative:
It was reported the customer has continued running samples for magnesium and no further issues were reported. The field service engineer checked the gear pump pressure and it was ok. The rinse water level, detergent level, and blank cell level inside the cuvettes were checked. The extra wash cycle for magnesium was checked and updated. The reagent probes rinse was ok. The washing station washing level was ok. He performed precision testing and the results were within the acceptable range. He verified the concentration of the rinse nozzle naohd was ok. The investigation reviewed the customer's calibration and qc data and the results were within the acceptable ranges. A general reagent issue could be excluded. The investigation did not find any abnormalities with the customer's sample pre-analytical handling. The investigation is ongoing.

Event description:
The initial reporter received questionable mg2 (magnesium) results for 20 patients tested on a cobas 8000 c 702 module. Based on the data provided, the results for 17 patient samples were discrepant. It was reported the magnesium qc was within the acceptable range. The initial magnesium results were reported outside the laboratory. The customer performed repeat testing with the samples after complaints were received from physicians. Below are five examples of questionable magnesium results provided by the customer: patient 1's initial magnesium result was 2.4 mg/dl. The patient's repeat result was 1.64 mg/dl. Patient 2's initial magnesium result was 2.9 mg/dl. The patient's repeat result was 1.98 mg/dl. Patient 3's initial magnesium result was 3.3 mg/dl. The patient's repeat result was 2.31 mg/dl. Patient 4's initial magnesium result was 2.6 mg/dl. The patient's repeat result was 1.79 mg/dl. Patient 5's initial magnesium result was 3.0 mg/dl. The patient's repeat result was 2.04 mg/dl. The magnesium reagent lot number was 58320201 with an expiration date of 31-jul-2023.

Manufacturer narrative:
The investigation reviewed the service history of the instrument and recommended the water pressure of the reagent probe to be adjusted and the rinse tubes to be inspected. The recommended actions were not performed. The customer confirmed the affected reagent packs were discarded. No further investigation could be completed. The investigation did not identify a product problem. The cause of the event could not be determined.